Manufacturer narrative:
H4: the lot was manufactured from (B)(4) 2020 - (B)(4)2020. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladder was ruptured. The bladder was examined for signs of abnormality that may have caused the ruptured condition. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the bladder of a ce intermate sv (small volume) ruptured prior to patient use. The device was filled with antibiotic (ertapenem). There was no patient involvement. No additional information is available.